Manufacturer narrative:
During a one-year follow-up exam, the patient demonstrated ischemia on a non-invasive stress test. At the time the patient was still smoking. A repeat angiogram showed that the stents in the lad were widely patent. There was mild diffuse disease in the rca. The diagonal had not changed (50% stenosis). No intervention was performed and the plan was to evaluate teh patient for on-cardiac etiologies of is symptoms. Approximately 29 months post index procedure, the patient presented with chest pain and anterior st evevations on ECG. Teh patient was taken for repeat angiography, which revealed that the 3.5 x 33mm cypher stent in the proximal lad had fractured and had separated several millimeters. The lad was 100% occluded with thrombus within the proximal segment. A 6fr ebu 3.5 guiding catheter was placed within the left coronary system and a universal wire was advanced down the lad. Thrombus was aspirated with an export catheter followed by angiojet. Intravascular ultrasound was conducted which revealed that the vessel diameter of the proximal vessel was 5.0mm. The physician placed a 5.0 x 32mm liberte stent within the gap of the fratured cypher stent and deployed it to 12 atms. Following the stent deployment, intimal staining was noted (perforation). This was treated with several long (2-3minute) balloon inflations up to 8 atms with a 4.0mm vogager balloon. The staining resolved. The residual stenosis within the lad was 0%. Cardiac echo performed after the procedure confirmed that there was no pericardail effusion. Additional information will be submitted within 30 days of receipt.

Event description:
The patient returned to the hospital approximately 29 months post implant. Angiography revealed that the cypher placed in left anterior descending was fractured and separated. The vessel was occluded with thrombus from the fracture site. This patient was admitted to the hospital with acute anteroseptal myocardial infarction. Arterial access was accomplished with a 6fr femoral sheath introducer. Angiography revealed a diffusely diseased lad with a 20-30% lesion in the proximal portion and a totally occluded distal section (at the level of the second diagonal branch. There was also a 90% lesion within the ostium of the second diagonal. There was thrombus present within the lad. The distal lad was collateralized. Integrillin was administerd via IV throughout the case. An ebu 3.5 guiding catheter was placed into the left coronary system and two bmw wires were advanced, one down into the distal lad and one into the second diagonal. An export catheter was used to aspirate the thrombus with limited results. A posis angiojet catheter was not able to cross the very hard lesion. After some difficulty, a 3.5 x 23mm power sail (non-complaint) balloon was inflated within the proximal lad to 9 atms and the physician as able to open the lesion. A 3.5 x33mm cypher stent was placed in the lesion. The wire in the diagonal was pulled back and the stent was deployed (inflation pressures unknown). The stent was postdilated with a 3.5mm powersail (non-complaint) balloon inflated to 16 atms. The physician then re-wired the second diagonal branch and performed balloon angioplasty with a 2.5mm maverick balloon. The physician then turned his attention to the lesion in the distal lad. This lesion was not pre-dilated. A 3.0 x 23mm cypher stent was advanced through the newly implanted cypher stent in the proximal lad and to the lesion in the distal lad and was deployed. The stent was postdilated with a 2.5 x 23mm powersail balloon. A small portion of the lesion was untreated, so the physician placed a 3.55 x 9mm driver (bare metal) stent just proximal to and overlapping the 3.0 x 23mm cypher. Once again, the physician re-dilated the lesion in the second diagonal branch and removed all equipment. The final results showed the lad was widely patent with good step up an down. The residual stenosis in the diagonal branch was 50%, and the physician felt that this lesion would not have good long-term results. The patient was discharged to the ICU in stable condition was orders for intergrillin, beta-blockers, nitrates, and ace-inhibitor. Plans for antilipid treatment, smoking cessation and cardiac rehab were discussed.